Event description:
It was reported that during a da vinci s prostatectomy procedure performed on (B)(6) 2008, the surgeon experienced interference in the left eye image viewed from the surgeon's console. The surgeon switched the image from 3-dimensional (3-d) to 2-dimensional (2-d) to proceed with the procedure. The planned surgical procedure was successfully completed and no patient harm, adverse outcome or injury was reported. The customer-reported-event does not in itself constitute a reportable event, however, on june 17, 2010, isi received a legal summons and complaint filed by the patient, alleging that due to the amount of time added by completing the surgery in 2-d (the surgery lasted over 8 hours) the patient sustained a severe and permanent right leg injury, specifically right calf compartment syndrome. The complaint further alleges that the patient has undergone numerous and extensive medical procedures, including surgery and therapy.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable. The camera cable was returned to the original equipment manufacturer (OEM) for evaluation. The OEM observed that the left channel of the camera cable had a loose connection, thus causing the vision issue experienced by the customer. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques.